Manufacturer narrative:
B5: information added. D4: detailed product information all updated. UDI updated.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted after meeting release criteria and no leak noted. The 45-day routine follow up and also 6 month follow up transesophageal echocardiogram (tee) both showed a leak around the closure device, with the leaks measuring 3.59mm and 2.8mm respectively. The physician has scheduled a percutaneous transcatheter closure of the leak in the laa. No patient complications were reported. The issue is ongoing. It was further reported the percutaneous closure of the leak was performed and patient was discharged post intervention.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted after meeting release criteria and no leak noted. The 45-day routine follow up and also 6 month follow up transesophageal echocardiogram (tee) both showed a leak around the closure device, with the leaks measuring 3.59mm and 2.8mm respectively. The physician has scheduled a percutaneous transcatheter closure of the leak in the laa. No patient complications were reported. The issue is ongoing.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036119606. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. The additional device required (plug) for a leak was not required per instructions for use (IFU). Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal. Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted after meeting release criteria and no leak noted. The 45-day routine follow up and also 6 month follow up transesophageal echocardiogram (tee) both showed a leak around the closure device, with the leaks measuring 3.59mm and 2.8mm respectively. The physician has scheduled a percutaneous transcatheter closure of the leak in the laa. No patient complications were reported. The issue is ongoing. It was further reported the percutaneous closure of the leak was performed and patient was discharged post intervention.